Manufacturer narrative:
The reported field event of an rf telemetry anomaly was confirmed in the laboratory. Testing in the laboratory showed that the device was unable to respond to telemetry requests by the rf wand. The cause of the issue was due to a failure of the rf module component.

Event description:
It was reported that while in the box, the device could not be interrogated by rf telemetry with multiple attempts and multiple rf antennas. The device could be interrogated with inductive telemetry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.